Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, r wave amplitude variation and an increase in the capture threshold were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. During the revision procedure, the helix of the rv lead failed to extend. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable.